Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the medical doctor was performing the procedure according to the IFU. Then the middle of the catheter was cut off. Therefore, md could not proceed with the product, and the same product was used without any abnormality.

Manufacturer narrative:
(B)(4). The customer returned a 7fr ptd catheter for evaluation. The catheter was returned with the ptd basket exposed out of the sheath. The sheath contained one kink and one hole. The hole contained white coloration and the sheath was twisted, indicating torquing motion caused the tear. The cable was removed from the sheath and it was revealed the cable was separated from the rest of the cable. The point of separation was twisted and deformed/stretch, indicating excessive force and stretching. The torque cable was separated 44mm from the proximal hub. The major bend was located 148mm from the proximal hub. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product provides guidance on the use of this product and warns the user to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment that the catheter assembly is not to be advanced forward during activation. It also states that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and recommends a limited activation time of 30-60 seconds. (Con't) other remarks: the reported complaint of catheter torn during use was confirmed by complaint investigation. The end of the cable was twisted, stretched, and separated. Twist marks were observed in the sheath body at the corresponding location. Based on the condition of the sample, the time of discovery and the information provided, it was determined that operational context caused or contributed to this complaint. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports: the md was performing the procedure according to the IFU. Then the middle of the catheter was cut off. Therefore, md could not proceed with the product, and the same product was used without any abnormality.